Manufacturer narrative:
Block b3: date of event was approximated to (B)(6), 2018, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The surgeons are:(B)(6). Inpatient pavilion block h6: the following imdrf patient codes capture the reportable events of: e2328 - bladder outflow obstruction e1304 - bothersome overactive bladder symptoms e2333- recurrent prolapse the following imdrf impact codes capture the reportable events of: f1905: device revision or replacement f1901: additional surgery.

Event description:
*Note: this manufacturer report pertains to one of the two devices implanted during the same procedure. Refer to manufacturer report number 3005099803-2023-06004 for upsylon y-mesh device. It was reported to boston scientific corporation that an advantage fit blue system was implanted into the patient during a robotic-assisted laparoscopic sacrocolpopexy using y-mesh + mid-urethral sling using advantage retropubic kit + cystoscopy procedure performed on (B)(6) 2018, due to pelvic organ prolapse, including stage 3 cystocele and uterine prolapse and stress urinary incontinence. A robotic-assisted laparoscopic supracervical hysterectomy and bilateral salpingectomy procedures were also performed on the same date, november 30, 2018, for the treatment of severe pelvic organ prolapse. Findings showed normal-appearing uterus with adhesions from the bladder to the lower uterine segment. Normal-appearing fallopian tubes, status post tubal ligation, normal appearing ovaries. Omental adhesions to the umbilicus. Normal ureters, normal small and large bowel. The procedure was completed with no complications. On (B)(6) 2020, the patient had to undergo transvaginal revision of vaginal mesh graft, partial excision, due to vaginal wall mesh exposure. There was a 1.0 x 0.5 cm exposure of the y-mesh on the posterior vaginal wall near the apex. The exposed granulated area was excised and was then washed out. There was no significant bleeding at the end of the procedure. On (B)(6) 2022, she underwent another procedure: transvaginal exploration for lysis and partial excision of synthetic mesh sub-urethral sling; transvaginal urethrolysis; anterior colporrhaphy; and cystourethroscopy. Since the implant, the patient subsequently has developed symptomatic and bothersome stage ii cystocele as well as bothersome overactive bladder symptoms and voiding lower urinary tract symptoms. Evaluation including cystoscopy and urodynamics with voiding cystourethrogram was concerning for bladder outflow obstruction, suspected due to the prior sling as well as anterior vaginal wall prolapse. Findings: 1. Sling located, and lysis performed including small (1-2 mm) partial excision of segment (complete transection) on right lateral aspect of sub-urethral segment. 2. Native-tissue anterior colporrhaphy performed. 3. Retrograde filling of the bladder and urethra with methylene blue-dyed saline as well as cystourethroscopy showed no bladder or urethral injury. 4. Cystourethroscopy at end of case revealed strong bilateral efflux from the ureteral orifices. The blue-colored mesh of the sling was visualized and isolated sling around a right-angle clamp. The sling was transected on the right aspect of the sub-urethral segment and excised a small segment, approximately 1 to 2 mm in width, which was sent for gross pathology. Attention was then turned to the anterior colporrhaphy. Patient had an advance stage 2 cystocele. The central defect in the pubocervical fascia was evident and the fascia was then plicated. The patient was then awoken and transported to the post-anesthesia care unit in stable condition having tolerated the procedure well.